Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and that the patient's right atrial (ra) lead exhibited undersensing. The lv and ra leads were capped and replaced. It was also reported that the patient's right ventricular (rv) lead exhibited undersensing of premature ventricular contractions. The rv lead remains in use. No patient complications have been reported as a result of this event.